Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer reported that he received a no delivery alarm and a motor error alarm. The customer's blood glucose was 526 mg/dl at the time of incident. The customer stated that he treated his high blood glucose with manual injections. The customer stated that the no delivery alarm was resolved by an infusion set change. The reservoir will be returned for analysis.